Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning two weeks prior to contacting lfs. The patient reportedly does not manage her diabetes with oral medication or insulin; it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation, a few days after the alleged issue occurred, the patient reportedly developed symptoms of headache, blurry vision, and frequent urination. In response to her reported symptoms, the patient claimed she consumed less food/drink. During troubleshooting, the csr noted the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.